Event description:
It was reported that there were curved hook shaped sharp ends of plastic in the corners of the packaging of a reconstitution device. This was observed during use. The reporter stated that the barb punctured the user¿s fingers causing bleeding. Treatment for this event was not reported. At the time of this report, the user recovery status is unknown. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that no medical intervention was required regarding the reported issue of barb from package punctured user¿s finger causing bleeding. The exact amount of blood loss was not provided, however, further described as this issue caused the nurse¿s blood to get on unspecified equipment and unspecified medication bags. At the time of this report, the nurse was recovered from the event. A batch review was performed which revealed that no similar issues were encountered during the final product testing, which is performed on a sample of units from the lot. There were no deviations from standard procedure and no exceptions related to the reported condition. One sample in an open pouch was received. Visual inspection revealed that one side of the package had two ¿protruding¿ edges. The cause was determined to be due to a machine issue during the manufacturing process. To address this issue, awareness training was provided to the appropriate personnel. Should additional relevant information become available, a follow-up will be submitted.